Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical engineer at the user facility reported a low temperature issue with a 2008t hemodialysis (hd) machine. A patient was not connected to the system when the incident occurred. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. A visual examination revealed burnt electrical wiring within the unit. Functional checks were not able to be performed. The res ordered a power supply and a distribution board. The current system status is not known.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the level detector and blood pump module. However, the power supply and distribution board had to be ordered. Therefore, functional testing was not able to be performed. On august 10, 2016, the biomedical technician provided follow-up information which revealed that the power supply and distribution board had been replaced. Following the part replacements, the system was restored to full functionality. Reportedly, the machine was going to be returned to service following the return of cultures taken on the machine. The level detector, blood pump module, and distribution board were returned to the manufacturer for physical examination. The level detector module was received by the manufacturer for analysis. A visual examination of the level detector module found the part to be in good cosmetic condition. No visual damage noted to the level detector module. Functional testing was performed by installing the received component into a working unit. The unit encountered an air detector alarm in dialysis mode which could not be cleared due to a loose component on the level detector board. After the p1 component was replaced, the level detector calibrated successfully and passed all remaining tests. The blood pump module was received by the manufacturer for analysis. A visual examination of the blood pump module found the part to be bent. Functional testing was performed by installing the received component into a working unit. The unit encountered an e.02 error during power-up which resulted in a defective eeprom/flash chip on ic31. The ic31 was replaced and the unit passed all remaining tests. The distribution board was received by the manufacturer for analysis. A visual examination of the distribution board found evidence of heat damage on the neutral (k2) terminal of the 8-pin heater connector. Functional testing was performed by installing the received component into a working unit. The part was found to be working properly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res verified that the electrical wiring was burnt during the on-site evaluation, and the distribution board was returned with heat damage present. Therefore, the complaint has been deemed confirmed.